Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11h. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. No unexpected pump error 37 alarms noted during testing. The motor was tested outside of the pump and passed. The pump was received with cracked select button keypad overlay, stained keypad overlay, serial number label faded, scratched case and pillowing keypad overlay.

Event description:
Medtronic received information that pump error 37, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.